Event description:
Device was placed on (B)(6) 2009, and broke on (B)(6) 2009 (repaired). Broke again on (B)(6) 2009 (repaired). Broke again on (B)(6) 2009 and replaced. Pt's outcome is unk at this time.

Manufacturer narrative:
(B)(4). Event eval: this event is still under investigation.